Manufacturer narrative:
(B)(4). The customer reported the problem on multiple lots of the product, no lot numbers were provided so a manufacturing date for the affected lots could not be determined. A review of the production process and production documentation found no discrepancies. The problem was confirmed by inspection. No root cause could be determined. As a corrective action the stopcock article# 70104.5799, was changed to a wh high flow 3-way stopcock, article# 70104.5847. (B)(4).

Event description:
On (B)(6) 2012, (B)(6), reported that for the heart lung pack with rotaflow + plegiox (article number: 70105.4022, serial number: multiple - no specific serial numbers provided) they noticed a change in the stopcock on two of the lines. The stopcock would not connect securely to the y-connector. The stopcocks in place will "back off" the connector and will spin or fall off the connector. The stopcock in place is a wh high flow 4-way (article number: 70104.5799). (B)(4).